Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the system presented failure 32100 in universal surgical manipulator (usm)2. The usm was disabled and the system was used with the remaining 3 usms. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported 32100 error was confirmed and replicated. In the logs, the 32100 error was found indicating a ac hardware current/voltage error pointing to the axes controller, arm (aca). The unit was installed onto an in-house test platform where the unit failed yaw back emf with a 32100 error in the logs pointing to the aca printed circuit assembly printed circuit assembly (pca), replicating the reported event. A gold aca pca was installed and the unit passed the required test, verifying that the aca pca was the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the aca pca within the usm. The fse replaced the usm to resolve the issue.